Manufacturer narrative:
Updated initial reporter information.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the modular neck broke. Ansm reference no: (B)(4).